Manufacturer narrative:
Concomitant medical products: product ID 2067l lot#: serial#: (B)(4), implanted: , explanted: , product ID: 229047 lot#: serial#: (B)(4) , implanted: , explanted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze during a device check. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer freezer. No issues were noted and the device passed all system tests. If information is provided in the future, a supplemental report will be issued.